Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Radiopaque marker detached from the catheter and was lodged inside the patient. Intervention was taken and marker was successfully removed. During this course, patient developed some bleeding, which required embolization with lava.